Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s current high blood glucose level was 491 mg/dl. Customer stated they just ate a couple of hours ago and blood glucose at time of incident was 391 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active. Customer reported the blood glucose went down to 453 mg/dl. Customer changed reservoir and tubing already. No devices will be returned for analysis.